Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported there was no damage observed to the pipeline device or marksman catheter after removal. There was no friction or other difficulty during delivery or resheathing of the pipeline.

Event description:
Medtronic received information regarding a pipeline flex failed to open at the distal end. The patient was undergoing a procedure for flow diverter implantation to treat an unruptured saccular c4 segment aneurysm. The aneurysm max diameter was 7mm and the neck diameter was 5mm. Vessel tortuosity was moderate. It was reported that the pipeline device and all accessory devices were prepared as indicated in the instructions for use (IFU). The marksman microcatheter reached the m1 and the pipeline stent was delivered and deployed in the m1. However, the distal tip was not opened. The device was pulled back to the carotid bifurcation and deployed but was still not open. The stent was then resheathed and removed from the patient's body with the marksman microcatheter and the decision was made to opt for conservative treatment. It was noted the pipeline was not positioned in a vessel bend. More than 50% of the pipeline had been deployed when the failure to open was observed. The pipeline was resheathed 2 or less times and no other steps or devices were tried to open the pipeline. There was no harm or injury to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3. Product analysis: ¿ equipment used: video inspection system (m-78210), ruler 200cm (m-83361), camera (panasonic lumix dmc-zs5) ¿ as found condition: the pipeline flex embolization device and marksman catheter were returned for analysis within a shipping box; and within a plastic-bio-pouch; within an opened pipeline flex and marksman outer cartons. ¿ visual inspection/damage location details: the pushwire was protruding from the hub. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube appeared to be stretched. The distal and proximal ends of the pipeline flex were found fully opened and moderately frayed. The pipeline flex pusher was found to be bent at ~12.5cm and ~48.3cm from proximal end. No damages were found with the distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. However, the tip coil appeared to be damaged and stretched. The total and usable lengths of the catheter were measured to be within specifications. The catheter distal tip/marker band were found to be flattened. The catheter body was appeared to be accordioned at ~8.0cm, and from ~116.5cm to ~117.3cm from the hub. In addition, the catheter body was found to be accordioned from ~11.0cm to ~6.0cm from distal tip. The catheter body was found to be wavy at ~27.0cm to ~24.0cm from distal tip. No flash or voids molded were observed in the hub. No other anomalies were observed. ¿ testing/analysis: the pipeline flex could not be pushed forward or removed. For further examination, the catheter was cut to remove the pipeline flex and braid from the catheter lumen. ¿ conclusion: based on the analysis findings, the pipeline flex was not confirmed to have failure to open at the distal end. The event cause could not be determined as the distal and proximal ends of the pipeline flex braid appeared fully opened and moderately frayed. However, the cause for damage could not be determined. Possible cause for failure to open includes patient vessel tortuosity. There was no non-conformance to specification that may have contributed to the failure to open issue. H6. Coding updated based on analysis results. Reporter pertains to previously submitted reports with rr #: 2029214-2021-01639. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.